Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 806:10. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During review of the pump's event history, baxter quality engineering discovered this event interrupted delivery. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 806:10 was confirmed but not reproduced during product evaluation. No assignable cause was provided during product evaluation. This is a baxter owned device and will not be repaired. Should any additional information become available, a follow-up medwatch will be submitted.